Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('it was broken in my tube/beside for one little piece') and device dislocation ('my inner coil is completely missing beside for one little piece') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), tooth loss ("lost 3 teeth/loosing teeth"), tissue injury ("damaged tissue"), tooth fracture ("2 cracked into pieces/3rd one was decayed beyond repair and broken,"), dental caries ("3rd one was decayed beyond repair and broken"), alopecia ("hair from falling out"), inflammation ("inflammation"), migraine ("migraine") and depressed mood ("I m so upset") and underwent endodontic procedure ("need 3 more root canal"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device breakage, device dislocation, tooth loss, endodontic procedure, tissue injury, tooth fracture, dental caries, alopecia, inflammation, migraine and depressed mood outcome was unknown. The reporter considered alopecia, dental caries, depressed mood, device breakage, device dislocation, endodontic procedure, inflammation, migraine, tissue injury, tooth fracture and tooth loss to be related to essure. The reporter commented: root canal. Concerning the injuries reported in this case, the following ones were reported via social media: depressed mood. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: feeling upset added. The case (B)(4) was found to be duplicate of this case therefore this case is marked for deletion. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('it was broken in my tube/beside for one little piece') and device dislocation ('my inner coil is completely missing beside for one little piece') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), tooth loss ("lost 3 teeth/loosing teeth"), tissue injury ("damaged tissue"), tooth fracture ("2 cracked into pieces/3rd one was decayed beyond repair and broken,"), dental caries ("3rd one was decayed beyond repair and broken"), alopecia ("hair from falling out"), inflammation ("inflammation") and migraine ("migraine ") and underwent endodontic procedure ("need 3 more root canal"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device breakage, device dislocation, tooth loss, endodontic procedure, tissue injury, tooth fracture, dental caries, alopecia, inflammation and migraine outcome was unknown. The reporter considered alopecia, dental caries, device breakage, device dislocation, endodontic procedure, inflammation, migraine, tissue injury, tooth fracture and tooth loss to be related to essure. The reporter commented: root canal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: fu1,2&3 proceed together: social media received. New events 2 cracked into pieces, 3rd one was decayed beyond repair and broken, hair from falling out was added. Reporter was added. On 23-mar-2020: fu1,2&3 proceed together: social media received. New events inflammation, migraine, medical device removal was added. Reporter was added. On 23-mar-2020: fu1,2&3 proceed together:social media received. Event medical device removal replace with new event it was broken in my tube. New event my inner coil is completely missing beside for one little piece was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.